Manufacturer narrative:
CAPA(B)(4).

Event description:
It was reported that the c-arm wont stop moving when controlled with the left footpedal. No injury reported. A field engineer was dispatched to the site and determined the footswitches needed to be replaced. Once this was completed the system was working as intended.